Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-july-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the incubation rotor due to the torn foam positions which resulting from the reagent test cup jam in the rotor. The test cup jam was caused by the block of cup pickup assembly sticking. The fse cleaned the block and mechanism for pickup. The fse also adjusted the opening allowance of the claws to pick up the test cups. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a cup pickup sensor block.

Event description:
On (B)(6) 2015, a customer reported dropped cups and cup release errors with the aia-600ii analyzer. The customer cleaned the cup presence sensor and moved the pickup cup preent shaft up and down but the error persisted. The customer is unable to run fsh, lhii, e2, prl, prog, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lhii, e2, prl, prog, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.